Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the rubber stopper detached from the extension set was confirmed and appears to be supplier related. One stylet t-lock assembly was returned for investigation without the stylet. A product label sticker was also provided which showed lot: reen1209. The yellow septum was returned separated from the t lock hub. Microscopic observation of the plastic wrap material did not appear to show evidence of being molded over the yellow septum. Since a manufacturing related issue may have contributed to the reported event, the complaint is confirmed. Photos of the sample will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation. Complaint due to ¿rubber stopper detached from the extension¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual evaluation performed at vad lab the following was concluded: the yellow septum was found to be totally dislodged from the luer hub. The damage or deformation of the clear plastic cover appeared to have caused or contributed to the reported detachment septum. This kind of defect could be caused during the manufacturing process at supplier facility. Therefore, the cause of this condition is supplier related. An incident report was issued to notify our supplier about this issue. A lot history review (lhr) of reen1209 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the rubber stopper came completely detached from the extension." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen1209 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the rubber stopper came completely detached from the extension." No other information was provided.